Event description:
It was reported that post a drug eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
It was further reported that the patient presented emergently with severe chest discomfort. Angiography found a critically stenosed (99%) right coronary artery (rca). A 3.5x28mm taxus drug eluting stent was placed for treatment resulting in 0% residual stenosis. The patient was discharged on plavix and asa. Approximately 1417 days post-index procedure, the patient presented with pleuritic chest pain and an acute inferior wall myocardial infarction (mi) was diagnosed. Emergent cardiac catheterization was performed where it was found the previously placed taxus stent had occluded. Thrombectomy with aspiration of thrombus and subsequent placement of another manufacturers' 3.5x28mm bare metal stent was performed for treatment. Of note, the patient had stopped taking plavix approximately 4 months prior. The patient was doing well.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B)(4).